Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.